Event description:
On (B)(6) 2011 at 09:38pm, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter displayed an "unknown error" message. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the issue began on the night of (B)(6) 2011. The patient reported that she attempted to obtain her blood glucose with the subject meter and obtained an "unknown error" message. The patient reported that she manages her diabetes with insulin. The patient further stated that she increased her insulin as a change to her diabetes routine due to the issue. The patient reported that on (B)(6) 2011 at 05:00pm she developed frequent urination due to the product issue. The patient stated that she self-treated with insulin as treatment received due to the product issue. During troubleshooting, the cca confirmed that the patient was using the proper testing technique. The customer care advocate (cca) noted that the issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.

Manufacturer narrative:
07/23/2012: supplemental information: adverse event and b2 patient outcome attributed to adverse event were omitted in error on the 3500a.